Manufacturer narrative:
Exact date unknown, event occurred two (2) years ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned. No further information has been obtained despite good faith efforts.